Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer stated that the meter was burnt, so he could not provide serial # of the meter. Since the serial # of the meter was not available, device manufacturing date could not be determined.

Event description:
The customer reported that while he was attempting to review the blood glucose readings from the memory of his contour next link 2.4 meter, the meter exploded and caught fire. The customer stated that the battery liquid of the meter splashed into his eyes and hands. He was experiencing pain on his hands and thought they were burned. The customer stated that he was going to call the fire department. On (B)(6) 2019, the customer went to an emergency room where he received treatment for injury on his hands. The customer was treated with a hand cream and pain killer. The customer was advised to return the meter for evaluation. The customer was offered a replacement meter, however, he declined the offer.

Manufacturer narrative:
The customer returned the contour next link 2.4 meter for evaluation. The meter arrived without the back label. The meter did not have signs of being on fire. There were scratch marks on the meter next to menu button and the usb portion. The meter display was broken. The meter readings were uploaded to glucofacts deluxe and the report showed the meter serial # as (B)(4). The report showed no record of blood glucose readings and the date and time was set to 01-jan-2011, 12:00 a.m. Before the meter was returned for evaluation, the history of safety verification of the lithium polymer battery was reviewed and no critical omissions were found. Device history record for all contour next link 2.4 meters were reviewed and no manufacturing defects were found that could have led to battery explosion and ignition of the device. No prior occurrences were found related to ignition of the contour next link 2.4 meter.

Manufacturer narrative:
During further investigation, it was determined that the meter had been damaged in several places. The usb terminal was deformed and there was an indication that the label had been peeled off by applying external heat. The exterior over the menu button was also deformed by external heat. There was also an indication that the meter had been punctured with a nail-like object at the position where the label was removed which penetrated the battery and damaged the board. The cause of the issue was associated with incorrect handling of the device. Evaluation result and conclusion codes have been corrected.